Event description:
It was reported that while advancing the coil into the aneurysm, the catheter herniated out of the aneurysm. Several attempts were made of re-catheterization to implant additional coils, but without success. As a result, a left proximal fundus (uncoiled section) remained in the aneurysm. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.